Event description:
According to the op report, this valve was explanted due to paravalvular leak and regurgitation. At explant, calcification was observed in "several areas" of the left atrium and was noted to be "presumably secondary to calcified thrombus." The "vast majority" of the mitral valve was "well seated", except for one area along the left lateral aspect near the left atrial appendage that was "most likely" an area of paravalvular leak. There was "no evidence of endocarditis", however, the valve was sent for cultures. Calcium was present in the posterior ventricular surface where the ventricular muscle had "apparently thinned and formed a small aneurysm". The valve was replaced with sjm 27mecj-502, which was noted to "seat well" with "normal" leaflet motion. "Tee" showed "no evidence of paravalvular leak" and the patient was taken to the recovery room in "stable" condition.